Event description:
Customer reports one incident of a blood leak on reuse 12 at the onset of treatment. Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was greater than 100 cc. Treatment was continued with a new dialyzer and new bloodlines without incident. No medical intervention or patient injury was reported.